Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient has been shaking which is new to her. Troubleshooting was performed and determined that stim was off. The patient did not know stim was off. Stim was then turned on but it was too soon to tell if it resolved the shaking. The patient stated when the ins was turned back on, she felt a shock. The patient was advised to see her healthcare professional if the shaking continued after therapy was on. No further complications were reported/anticipated. See pe (B)(4) for dtc connector pin issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the patient confirming that the ins shut off by itself and that the issue was resolved.